Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿having issues latching closed and giving a lot of close door alarms¿ was reproduced. The pump alerted ¿shut door ¿ power off¿ when the evaluator attempted to power off the pump. A review of the event history log revealed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the hooks and latch pins being worn and the link was not functioning properly. The door hooks, latch pins and link require replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had difficulty latching closed and repeatedly displayed ¿close door¿ alarms. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.